Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacture representative regarding a patient with a trial external neurostimulator (ens) for urgency frequency. Patient reported that they changed the bandage last night and one of the wires is broke off the ens. Patient reports that she is urinating constantly even when bending over and leaks have become much worse. No further complications were noted or anticipated